Manufacturer narrative:
The information provided with the initial report was incorrect. We have corrected the product code to ozp which has been updated on this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was beep anomaly. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio, sound beep volumes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.